Event description:
It was reported that the customer experienced issues with his sensor glucose readings being different from blood glucose readings. The customer stated that on one occasion he fell while running to his truck and went into a coma when his blood glucose was 22 mg/dl and his sensor glucose was 144 mg/dl. The customer stated there were multiple instances of inaccurate readings. The customer also mentioned that a replacement sensor he received did not have a needle. Explained to customer possible causes of different sensor glucose and blood glucose readings. Advised that the current sensor, insulin pump and transmitter were functioning fine and to upload the insulin pump to (B)(4). The customer experienced a low blood glucose of 25 mg/dl during the night and was treated with juice and toast with peanut butter. Advised customer on calibration techniques and to return sensor for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.